Event description:
Infection was reported. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
No further information is available. Attempts to obtain additional information were unsuccessful, which included a call to physician's office and the nurse unwilling to provide details regarding this reported event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.